Event description:
It was reported that the introducer that comes with the endoplege catheter was defective and was leaking so the customer had to open another endoplege to use a new introducer that worked correctly. In changing the introducers, the defective introducer was discarded. The introducer leaked as a result of not sealing at the port were the catheterr would be placed...introduced. It appeared as if the silicone or latex hemostatic seal was missing, as blood return from the introducer was unobstructed. Physician was dr (B)(6). Anesthesiologist was dr (B)(6).

Manufacturer narrative:
Serious injury based on device being switched out during use for a new one. Investigation: the introducer used with the endoplege catheter was not returned and therefore the reported event could not be confirmed. A product evaluation could not be performed by engineering in (B)(4). The introducer is manufactured in (B)(4) and sent to (B)(4) to be kitted with the ep. (B)(4) verified that introducer lot number 58837758 or 58845572 may have been used with the ep lot. DHR reviews performed indicated that there were no non conformances associated with the 58845572. Lot 58837758 had (B)(4) non conformance however the discrepancy reported in this nonconformance was not related to the reported event. All the introducers are 100% leak tested on the manufacturing floor per procedure. During one of the leak tests, the dilator is placed in the introducer. It was confirmed that if the valve was not present the part would fail leak. A product risk assessment and a corrective action (#CAPA (B)(4)) were initiated to determine and address the root cause of valve dislodgement. A field correction action was initiated on december 03, 2010 as a result of the product risk assessment. Each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place. CAPA (B)(4) has been initiated to determine and address the root cause of valve dislodgement.

Manufacturer narrative:
Introducer that comes with the endoplege catheter was leaking during use. The introducer was discarded by the customer. Therefore an evaluation on the device cannot be performed.